Event description:
Customer report an issue with the a5 anesthesia delivery system's auxiliary flow meters, which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and found a leak from two hoses connections on the auxilliary flow and were not seated properly. The hoses were connected and system was tested.